Event description:
Fourteen day cidex is being used for disinfection of endoscopes. The cidex is tested daily with a cidex test strip to determine if reactive. On march 12, 1998, during the testing with a test strip, the color change was borderline reactive. The cidex solution was due to be changed on march 13, 1998. Because of the borderline testing result, a new solution was mixed on march 12, 1998. On march 13, 1998, the cidex solution was tested and the results were within acceptable standards (reactive). On march 14, 1998 and march 15, 1998, the cidex solution was not used. On march 16, 1998, the cidex solutoin was tested, results acceptable and the solution used. On march 17, 1998, the cidex solution was tested and the test strip did not react. A new solution was then mixed. A test strip was not tried on the solution mixed on this day. The solution did turn a green color after mixing (according to the instrucitons, the solution is activated when it turns green after mixing). The lot number of this solution is unk. On march 18, 1998, three different pans of cidex solution (mixed on march 17, 1998) were tested. The test strip did not react on any of the three (3) pans. Two (2) add'l bottles of test strips (three (3) bottles total) were then tried and neither of these test strips reacted. The lot numbers on the test strip bottles were 1617x, 0487x and 2776x. Cidex solution was then mixed from four (4) different cases (lot numbers). All solutions were then tested with the above described test strips from three (3) bottles. None of the test strips reacted in any of the four (4) different solutions. Below is the info from the four (4) cidex solutions: 3711ax; exp 11/99, 2587ax; exp 9/99, 3237ax; exp 11/99, and 3227ax; exp 11/99. Three (3) hrs later, the solution was checked. Solution 3237ax did react. The three (3) test strips were tried in this solution. Test strip 0487x and 2776x did react. Test strip 1617x did react (turned yellow) but the strip ran. The co was notified and a new shipment of cidex was sent overnight. All previously mentioned cidex mixture/diluent was returned to johnson & johnson for eval. Test strip bottle 1617x was also returned for eval since the strip ran. Rptr is currently using cidex solution number 0487x since its receipt on march 20, 1998. The daily test strips have been reactive.